Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) signal loss that resolved without intervention, and troubleshooting and education were completed with no alerts or alarms reported. No adverse clinical symptoms reported. Outcomes included no impact on health. User support included review of device data and user-reported history. Investigation of this case revealed a transient communication interruption with the continuous glucose monitoring signal, with no persistent device malfunction identified and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption consistent with intermittent signal interference.